Event description:
The customer's wife reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 200 mg/dl. The customer's wife stated that the customer's new doctor put him on some new medications and he made some errors when using the insulin pump, which caused the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.